Event description:
It was reported to boston scientific corporation that an advanix¿ biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) retl. Stent in bile duct procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, the stent failed to deploy. The stent was pulled out with the catheter attached. The procedure was completed with another stent, and it is unknown if it was a bsc or a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the stent kinked and the guide catheter broke, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). Stent was loaded on the device when received. Visual evaluation found that the stent and the guide catheter were bent in several locations throughout. Functional evaluation found that the guide catheter would not move when the pull wire was pulled and the stent could not be deployed. The guide catheter was pulled distally from the device, and it was found to have been separated from the pull wire and was also bent in several locations. The proximal tip of the guide catheter was enlarged, indicating the guide catheter was securely attached over the pull wire during manufacturing. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to interaction between the guide catheter and push catheter, resulting in difficulty deploying the stent. Efforts to deploy the stent would ultimate cause detachment of guide catheter from pull wire. Therefore the most probable root cause is ¿operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.